Manufacturer narrative:
(B)(4). Additional information evaluation codes. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient made a use error which resulted in a breach in aseptic technique and caused peritonitis. It was reported that the patient's "pd transfer set separated" (further described by the nurse as disconnected) and leaked because the patient "pulled on their transfer set" (no further detail was provided). At the time of the event, the patient put a clamp on their exit site and subsequently went to the pd clinic one day later and was treated with prophylactic vancomycin (dose, frequency, and route not reported). One day later, the patient developed peritonitis, which was manifested by feeling sick and fever. On the same day, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the peritonitis with cefepime, and gentamicin (doses, frequencies, and routes were not reported). It was not reported if treatment with vancomycin was ongoing. The patient was released from the hospital after two days. Antibiotic treatment was ongoing and the patient was recovering from the event. It was not reported if pd therapy was ongoing. No additional information is available.